Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to discontinuing rinseback of the pt's blood prior to completion. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. The returned cartridge was tested and inspected with no problems found. The alarm was most likely a result of dirt or debris on the blood leak detector (bld) mirror that interfered with the bld signal. The user's guide provides instructions for cleaning the mirror on a monthly basis. A direct correlation between nxstage system one and the reported blood loss cannot be established. The event has been reviewed with facility staff. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event. During a routine hemodialysis treatment, the operator experienced a system alarm that could not be resolved. Rinseback of the pt's blood was started. The pt was concerned that there was only 100ml of saline remaining, so rinseback was discontinued resulting in an estimated blood loss of 40cc. No medical intervention was required.